Event description:
On 10/05/2006, the pt's wife reported concern to the MFR regarding amplitude settings increased too high following a recent ipg implant and questioned the possibility of tissue damage. The rep provided that the therapy controller allows the pt to safety adjust their settings within a fixed range. The pt was also redirected to report symptoms to their physician for further medical directives. Additional info was requested from the hcp. The physician reports pt's symptoms during programming by the hcp in 2006, included an eye deviation noted; the pt experienced a pulling and tingling sensation on one side of his face. The hcp stated that as they slowly increased voltages, the programmer impedance reading changed suddenly from 1.5 to 9.0 volts. The device was immediately turned off and lower amplitudes were used. The hcp indicated that amplitude settings were adjusted to the optimum range and the pt's response was reported as immediate. The hcp provided that no treatment or intervention was performed and no device troubleshooting was needed. The pt was reportedly recovered without sequela.